Manufacturer narrative:
The device referenced in this report was evaluated by olympus during a user facility site visit. The quarantined equipment which includes the three scopes, light source and processor were evaluated, and no non-conformities were identified during testing. The scopes functioned properly when the air/water button was pressed. The proper amount of bubbles were emitted from the scope with the distal end submerged in water and no bubbles were present when the button was depressed for water nor when the olympus endoscopy support specialist's finger was removed from the button. A review of the complaint database was performed, and there is no predicate history of any serious injury or death with regards to the reported complaint. If additional information is received at a later time, the report will be reviewed accordingly. If additional information or if the device is received at a later time, this report will be supplemented accordingly. Report 1 of 5. In referenced to the concomitant devices listed, refer to following associated medwatch reports: 2951238-2016-00012, 2951238-2016-00013, 2951238-2016-00014 and 2951238-2016-00015.

Event description:
Olympus was informed that two days following an esophagogastroduodenoscopy (egd) procedure, a patient had expired. The physician reported that that the scopes had continuous insufflation and too much air had been emitted. One scope (s/n (B)(4)) was used at the start of the procedure, but was noted that after insertion, the patient's o2 stat dropped. This scope was removed from further usage and a second scope (s/n (B)(4)) was used to remove clips and sutures, but the physician experienced some difficulty with removing the clips and sutures. The second scope was removed and a third scope (s/n (B)(4)) was then utilized to continue the procedure but then swapped for the second scope (s/n (B)(4)) previously used. This scope was used to complete the intended procedure. Post-operatively, the patient was observed to have abdominal distension, along with a state of general poor condition. The patient was moved to post-anesthesia care unit (pacu), then to the operating room (or) for an additional unspecified procedure, and then moved to the intensive care unit (ICU) at the user facility's north campus. As the patient remain in poor condition, the patient was then transported to the main hospital's ICU where at least one more unspecified procedure was performed in the or. The patient expired two days post-op. The user facility reported the suspect equipment (scopes, light source and processor) had been inspected and tested prior to the start of the procedure and no non-conformities were identified. The equipment had also been used for other cases without any problems. Upon becoming aware of the death event, the suspect equipment was quarantined by the user facility for internal investigation. The cause of the patient death remains unknown and no other information regarding the event has been provided. Report 1 of 5.